Event description:
It was reported that the device overheated while the equipment was being tested. There was no pt involvement. There was no medical intervention or any adverse consequences as a result of this event.

Manufacturer narrative:
The attachment was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was due to debris in the thrust bearing. Debris limits the rotational properties of the components including the bearings causing a thermal event as described. The debris was likely introduced at the account and accumulated with use over time. The attachment was scrapped.